Manufacturer narrative:
On 5/10/16 integra investigation completed. Method : failure analysis, device history evaluation. Results: failure analysis - failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Unconfirmed/no return of device for evaluation device history evaluation - DHR review. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: there is no applicable variance authorization / deviation history: engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Dealer initially reports this instrument tip was broken during orthopedic surgery. No broken parts inside the patient. On 3/14/16 no harm done dealer has no new information.

Manufacturer narrative:
On 11/08/2016 integra investigation completed. Method: failure analysis, device evaluation history. Results: failure analysis - scissors returned in used condition, not showing any unusual markings. Investigation result: the returned scissors showing wear, staining, fretting at the hinge area and a broken tip. Without knowing how much pressure was used at the tip, the cause is undetermined. The complaint is confirmed. Device evaluation history - DHR review: nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: there is no applicable variance authorization / deviation history: engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.